Event description:
It was reported that prior to a da vinci prostatectomy procedure, blurry vision was experienced from the surgeon side console (ssc). With the assistance of an isi technical support engineer, the customer tested two endoscopes and reseated the camera head adapter, however, the blurry vision continued to occur. The patient was under anesthesia and port incisions had been created before the surgical staff made the decision to abort the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
An investigation conducted by the field service engineer found that the vision system was out of tolerance due to a high lumen output on the camera controller unit (ccu). The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The system was repaired by resetting the ccus and replacing the camera cable. As of 2008, there have been no reported recurrences of the issue at this hospital.